Event description:
The customer reported that the fluoro button sticks.

Manufacturer narrative:
The ge service rep reseated the boards and cables in the workstation. He adjusted the power supplies in the c-arm. The system was ready to use.